Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was faulty. The following information was provided by the initial reporter: we have had a faulty device reported.

Manufacturer narrative:
H.6. Investigation: as an exact device failure was unknown for this reported incident, our quality team was unable to review the production records for any potential quality issues related to the faulty device; however, a device history record review was performed for the provided lot number to detect any issues related to label content/expiration date printing. The review did not reveal any defects during the production process that could have contributed to an incorrectly printed expiration date. The dispenser, unit, and shipment labels were scanned and no issues related to incorrect expiration dates were found. As samples were unavailable for this incident, a thorough sample evaluation could not be completed by our quality engineer team. Therefore, our team was unable to identify any defects related to the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was faulty. The following information was provided by the initial reporter: we have had a faulty device reported.